Event description:
It was reported that during the implant procedure the lv (left ventricular) lead was placed but then dislodged when the physician removed the sheath. The physician then attempted to relocate the lead but was unable to do so. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).